Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. The fault recurred at a later date and the service representative returned to the facility to replace the touch screen. Subsequent testing found no further issues and the device was returned to service. The replaced touch screen was disassembled and visual inspection identified evidence of fluid ingress. The technician believes the damage occurred over a long period of time and is the cause of the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a CAPA and change order have already be implemented for this issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the s5 roller pump display intermittently became unresponsive during priming. There was no patient involvement.